Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a bipolar impedance spike.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered for oversensing (short v-v intervals, high rate non-sustained episodes and ventricular tachycardia non-sustained episodes) and impedance out of range for right ventricular (rv) tip to ring on the rv lead. It was noted that there was high pacing thresholds and that all egm episodes appear as oversensing of noise. Also, and alert was triggered for high/undefined rv bipolar lead impedance. A possible lead fracture was suspected. The lead was reprogrammed tip to coil pacing and sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.